Event description:
I have noticed an issue with the bed wetting alarm which we just bought for our son. The alarm portion is getting hot as soon as batteries are placed inside and the wire is connected to the alarm portion. This is not normal. The alarm portion will start to make a clicking sound like something is stuck inside and then gets warmer and warmer till it gets hot. I have tried at least 4 different pairs of batteries but each time the result is the same. It is possible that we got a defective product, but it makes no sense that a brand new product which is just 1 day old should behave like this. My son has not worn the product, and we will be returning it.